Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-december-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse phoned the customer. The customer reported the monitor is now working. There was no further action required by field service. The most probable cause of the reported event was unknown fault or failure of printer monitor.

Event description:
On (B)(6) 2015, a customer reported a computer monitor issue, the screen is blank when customer re-boots their aia 1800 analyzer. The customer is unable to run afp and bhcg patient samples. A field service engineer (fse) spoke to the customer to troubleshoot the event, which resulted in delayed reporting afp and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.